Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed too much food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently increased to 559 mg/dl with trace ketones. A correction bolus was delivered to address bg. A system check was performed and no pump or supply issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.